Event description:
After an implantation period of 39 months oversensing was reported. The lead was explanted and replaced. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 39.5 cm and 45 cm proximal to the lead tip. Only the medial and the distal lead fragments were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore both shock coils were found deformed. These damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.